Manufacturer narrative:
Results: one unused sample was returned for evaluation. Ta review of the device history record revealed no irregularities during the manufacture of the reported lot # 7049179. The returned sample passed the package leak test. A sterility review was also conducted and no abnormalities were found. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Conclusion: the returned sample had passed the package leak test and the sterility test. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported after a bd insyte-w¿24 g x 0.75 in was placed in a newborn the puncture point became red and swollen on the second day. No medical interventions were reported.